Event description:
It was reported that during a procedure to directly stent a mildly tortuous, eccentric, de novo lesion in the proximal left main coronary artery, a rx multilink 8 2.5x38mm stent delivery system (sds) met resistance on advancement and could not cross the lesion. It was noted that the distal end of the stent was found detached (unstable) on the distal end of the balloon during inspection of the sds outside the anatomy. The stent remained on the sds and partially between the balloon markers. Reportedly, the device was removed from the anatomy easily without resistance or additional intervention. There was no reported mishandling of the device after it was removed from the anatomy. Another multilink 8 sds was able to cross the lesion to successfully complete the procedure. There was no adverse patient adverse effect or clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: pilot 50, 150, guide cath: heart-trail, rhv: terumo, sheath: terumo. (B)(4) - no pre-dilatation. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported loose stent was not confirmed as the returned stent was stationary on the balloon between the markers. Based on visual inspection and dimensional measurements there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It was reported that pre-dilatation was not performed prior to the attempt to advance. It should be noted that the rx multi-link 8 instructions for use states: pre-dilate the lesion with a ptca catheter. Based on the information reviewed, there is no indication of a product deficiency.